Event description:
Larghi 2013, fine-needle tissue acquisition from subepithelial lesions using a forward-viewing linear echoendoscope. The aim of this study was to evaluate the diagnostic accuracy, defined as the proportion of correct diagnoses, obtained using the eus-guided fine-needle tissue acquisition (fnta) sampling technique performed with the newly developed forward-viewing eus scope (fv-eus). This was a retrospective analysis of a prospectively collected database including all consecutive patients with subepithelial lesions sels who underwent eus-fnta using the fv-eus scope from 2007 to 2011 in a tertiary referral center. All procedures were performed by a single expert endoscopist. A total of 121 consecutive patients with sels (mean age 61.0 ± 13.5 years; 74 females) underwent sampling of the lesion using the fv-eus scope during the 4-year study period. The mean size of the lesions was 30.8 ± 18.1 mm, and 13 were located in the esophagus, 96 in the stomach, 10 in the duodenum, and 2 in the rectum. All eus procedures were performed under conscious or deep sedation. Eus-fnta was done using a standard 19-gauge needle (echotipultra; cook medical inc., bloomington, indiana, USA). Briefly, the needle was prepared before insertion into the working channel of the echoendoscope by removing the stylet and attaching a 10-ml syringe to its proximal end, preloaded with 10ml of negative pressure. The needle was then advanced a few millimeters into the target lesion under eus guidance. After opening the lock of the syringe to apply negative pressure, three back-and-forth motions were made with the needle inside the target lesion, together accounting for one needle pass. The lock of the syringe was then closed and the needle removed. The collected specimens were immediately placed in 10 % formalin for histological examination. Early (within 72 hours from the eus procedure) and late(> 72 hours) complications were evaluated. The procedure was technically feasible in all but one patient who had a 10-mm gastric sel that could not be placed in the target position after insertion of the biopsy needle into the working channel of the scope. A mean of 2. 7 ± 0.8 needle passes per lesion was performed. No early or late complications related to the eus-fnta procedure were observed. This file will capture the 2 cases of off-label usage of the echo device on the patients with sels (subepithelial lesions) in the rectum as well as use error - stylet removed before procedure. Patient outcome: no adverse effects.

Manufacturer narrative:
PMA/510(k) #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This supplemental report is being submitted due to additional information received 25-jan-2023 and the completion of the investigation on 01feb2023. Additional information received 25-jan-2023 confirmed the off-label use of the device.

Manufacturer narrative:
PMA/510(k) #k210476. Device evaluation: the echo-19 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. This complaint file was opened from the larghi 2013 paper in relation to the off label use of an echo-19 device of unknown lot number. Related complaint: (B)(4); larghi 2013 - 119 cases of use error - stylet removed before procedure . (MDR ref#3001845648-2022-00564) lab evaluation: n/a. Document review including IFU review: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the lot numbers are unknown a review of manufacturing records could not be performed. The notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use as there was 2 cases of off-label usage of the echo-19 device on the patients with sels (subepithelial lesions) in the rectum which would be considered off label use. Image review: n/a. Root cause review: a definitive root cause for the customer complaint could be attributed to off-label use as there was 2 cases of off-label usage of the echo-19 device on the patients with sels (subepithelial lesions) in the rectum which would be considered off label use as per ifu0101 "this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope." Summary: complaint is confirmed based on the customer's testimony according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.